Manufacturer narrative:
Gtin/UDI number for item (B)(4) lot 17087341 is 10885403227998. The customer's report of a leak at the silicone segment was not confirmed because no product will be returned per customer. The root cause of the reported failure was not identified.

Event description:
The customer reported a leak at the silicone segment when infusing (pn) parental nutrition. There was no report of patient harm.